Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box revealed that on (B)(6) 2012 at 11:22 am a rewind step was performed and the but delivery was not resumed until 7:30 pm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient's mother called animas alleging the patient had elevated blood glucose levels with ketones. She said the patient's fasting blood glucose was 461 mg/dl with ketones. The patient was reportedly within normal limits prior to going to bed and his reading at 12 am was 114 mg/dl and 119 mg/dl at 3 am. She gave the patient a bolus dose, but his blood glucose levels continued to rise to 546 mg/dl. She then gave the patient a bolus dose via injection and will continue to monitor his blood glucose levels. She states she changed the basal rates to help with elevated blood glucose levels in the morning, but says it has not helped. The patient's mother says the site/set has been changed twice since the day before the elevated blood glucose and denied any issues with the cartridge or infusion set. The animas representative troubleshot the pump with the reporter and could not identify any mechanical pump problems. The mother still demanded a replacement pump to rule out that the pump was the cause of the high blood glucose levels. The patient was reportedly experiencing a growth spurt, but the patient's mother states this would not be the reason for such a high blood glucose level in the morning when the basal had been adjusted by (B)(4). Although there was no evidence of a pump malfunction this complaint is being reported because the patient allegedly experienced elevated blood glucose levels indicative of hyperglycemia while using the pump. The pump was requested for return to investigate.